Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm force bipolar instrument and completed the device evaluation. The instrument was analyzed and was found to have a grip cable frayed at the distal end some bundles of the cable were frayed, but the cable is not fully broken. Instrument passed the engagement and recognition test when installed on in-house system. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate reprocessing induced issue. The components surrounding the frayed cable did/did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument; however, failure analysis is still ongoing.

Event description:
It was reported that during central processing, the 8mm force bipolar instrument had a frayed cable.